Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic liver transplantation, after the stapling, the first cartridge was not separated properly, and the third cartridge was not removed at all at the same time there was poor staple formation as the staples didn't look like a "good b shape". A new device was used to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the single use loading unit (sulu) was fully applied. Functionally, a cam bar was reset. The approximating lever opened fully and the sulus unloaded and loaded repeatedly without difficulty. The instrument and sulus were applied to test media with acceptable results; the pushers advanced and the staple line was properly formed. The sulus and instrument were subjected to a tissue capacity/clamp test with acceptable results. It was reported that the tip of a cartridge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the cartridge of the single use loading unit (sulu) is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.